Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent embolization post deployment following secondary device interaction occurred. The patient presented with a multi vessel disease with a previously implanted non-bsc left ventricular assistive device. The target lesion was located in the left main artery. Following insertion of a guide catheter, a promus premier¿ drug eluting stent was successfully deployed. Post-dilatation was performed with a balloon. During removal, the guide wire had gotten under the stent struts and pulled the stent out from the left main artery and embolized into the groin. A non-bsc stent was used to crushed the embolized stent in the iliac artery. The procedure was completed with implantation of a 4x8 stent with good results. No further patient complications were reported.